Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The prestataire reported a needle or cannula mechanism failure and skin irritation. The patient¿s blood glucose level rose to 425 mg/dl (23.6 mmol/l) after the incident. There was no medical assistance required. The reporter stated there is no further information related to this event.